Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: the pump was powered on to a blank screen with auditory and vibratory alarms. The blank screen was due to a broken internal component. The pump draws were unable to be recorded due to the blank screen. A review of the black box showed that discharged batteries were installed. The rewind, load, and prime steps were unable to be performed.